Event description:
Health professional reported the removal of a lap-band system due to alleged "work-up of worsening dyspepsia to have an erosion of [the lap-band]\ with approx two-thirds of the band exposed in the stomach." The problem was first noticed "a few months ago" when pt came to the surgeon's office complaining of persistent heartburn and regurgitative issues. The entire system was removed and not replaced. F/u findings: there was no history of infection at the port or band. There was no inflammation or infection at the site of erosion. The stomach was mended by the surgeon.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Erosion and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of erosion as follows: "caution: the band should not be sutured to the stomach. Suturing the band directly to the stomach may result in erosion." "Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Caution: insufficient weight loss many be caused by pouch enlargement or more infrequently band erosion, in which case further inflation of the band would not be appropriate." Device labeling addresses the possible outcome of erosion as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."